Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 4, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. Visual inspection was performed revealing the lens was coated in viscoelastic residue. The lens was cleaned and inspected which revealed a chip on the edge of the lens. The chipped piece was missing. Damage was observed on the surface of the lens. No further issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient¿s right eye due to the patient experiencing spider webs and excessive glare. The iol was replaced with another johnson and johnson lens (model drn00v, 19.5 diopter). There were no complications such as a capsule tear, incision enlargement, vitrectomy, or sutures. No prescribed medications to prevent permanent impairment. No further information was provided.